Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced false high readings from the sensor while not actually having high blood glucose, resulting in excess insulin administration, which caused her to experience hypoglycemia. The customer stated that the hyperglycemia was treated with glucose/carb intake. The blood glucose was 52 mg/dl at the time of the event. The event involved product(s) mmt-243a, mmt-332a, mmt-1884 and mmt-7040ma. Troubleshooting was performed for hypoglycemia event and it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event, with the auto mode/smartguard feature confirmed to have been active at the time of the event. Troubleshooting was performed for false high readings from the sensor event, and it was determined that the discrepancy between the sensor glucose value of 211 mg/dl and the corresponding blood glucose value of 52 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. No further patient complications were reported. No product return is required for mmt-243a, mmt-332a, mmt-1884 and mmt-7040ma.